Event description:
It was reported by the rep that when the device, with reload cartridge, was used during a laparoscopic roux-en-y procedure, it produced an incomplete staple line. The case was completed by converting from a laparoscopic procedure to an open procedure.